Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer lockout occurred because the configured maximum number of open/close cycles was reached. A field service engineer remoted into the device and confirmed that there were no hardware failures, and all drawers were detected. The case was reassigned to a technical support specialist for remote assistance to reset the open/close cycle configuration. The technical support specialist confirmed the reset and informed that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.